Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse confirmed the customer's reported issue was caused by a broken pinch valve vl53b. The fse replaced vl53b and associated tubing resolving the reported issue. The repair was verified per established service procedures. (B)(4).

Event description:
The customer reported the needle bellows were not properly draining on a coulter lh 780 hematology analyzer; the leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.